Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" section 4.6, laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event.

Event description:
During an ablation procedure, it was reported that the laser fiber was thermally fused at the portable connector module (pcm) mating adapter. This occurred mid-way through the ablation. Connections were triple checked for security and were fully connected. There were no patient complications reported in relation to this event.